Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was received for investigation. The returned device was visually inspected, and the left side of the front cover was broken off. No damages to the warranty seal were noted. The returned device was assembled with known good ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure preset, the run button was pressed to start the machine. The device was run for 40 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended, no errors or sudden changes in pressure were noted. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 47 and 91, respectively. These results indicated no problem with pressures. No problem found. Complaint allegation is not confirmed.

Event description:
Update dw 28-mar-2025: further information was provided that according to the surgeon, the edema was treated with lymphatic drainage and the patient could be discharged after two days without any further problems. It was further confirmed that a clamp test was performed and the pump settings when the failure occurred are not known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee arthroscopy after 20min in use the inflow started to increase extremely. The membrane was inflated but the pump did not stop. The arthroscopy was stopped and the tube set was replaced to resolve the issue. Due to this issue the patient suffered an edema, capsule rupture, soft tissue of the upper and lower leg became distended. No further information received.